Event description:
Patient in room waiting for procedure for ivf filter. The first tray was opened and a "mucous looking particle" was observed in the small bowl; second tray opened and "plastic flecks" was observed in small bowl. There was a "metallic-like particle" observed in the large bowl (guide wire bowl). The procedure was delayed due to repeated set-ups. Clinicians pulled needed supplies by hand to complete the case.